Manufacturer narrative:
Cont. E.1 phone numbers: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device. This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted.

Event description:
Healthcare professional reported "rupture during implant". Healthcare professional reported "the device was taken out of the package and when it is squeezed to implant it to the patient, the contents spill out. There was no contact with any sharp object at any time". The device was not implanted. The surgery was completed with a back-up device.